Event description:
It was reported a bladder neck suspension procedure utiliizng a protegen sling was performed without incident four months ago. Pt continued to have vaginal spotting. Subsequently the sling material was removed and the pt's condition improved. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological procedures. Urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities, tissue necrosis, and tissue erosion."